Event description:
The account alleges they cannot get the pt position module to set. No pt impact.

Manufacturer narrative:
The account zeroed out the scale on the bed to resolve the issue of user error.